Event description:
Specifics are: crosstex sps sporview culture set. Turbidity, color change, in spore tests incubation vials culture set from the manufacturer, prior to exposure to pathogen. -cat no. Cs-020. Lot 639. -vials identified in 2 boxes with same batch #. -number of vials that appear contaminated: 5. -expiration 30 sep 2020. A previous report with a similar issue was completed around 27, july 2018 to the FDA (lot 580). FDA safety report ID # (B)(4).